Manufacturer narrative:
The reported event of high defibrillation impedance was confirmed. A complete lead was returned in one piece. Final analysis found internal insulation abrasion beneath the superior vena cava shock coil breaching the superior vena cava cable lumen at 33.7 ¿ 35.7 cm from the connector pin. The cause of the reported event was due to internal insulation abrasion beneath the superior vena cava shock coil that caused abraded/ separated superior vena cava shock coil.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-21953. It was reported that the patient presented for a generator change out procedure. Upon investigation, the atrial lead exhibited noise and the right ventricle lead exhibited high defibrillation impedance episodes. The atrial and right ventricle leads were both explanted and replaced. Patient was stable.